Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A technical support specialist (tss) reached out to the customer to investigate. However, the customer did not respond despite multiple follow-ups, so the tss marked the case as completed. The case was closed due to no reply from the user for more details on the issue. An email was sent to the customer, advising them to call the bd again if the issue still persisted.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a medication discrepancy. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a medication discrepancy. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.